Event description:
It was reported to philips that, when the customer tried to use the x-ray transmission type pediatric defibrillation pad m3719a, the gel peeled off from the pad side and remained on the mount. The next m3719a prepared in succession was in the same state. The first pad is being addressed in (B)(4). The second pad is addressed here in (B)(4). The pads were being used to monitor a patient. The device was in use on a patient and there was no adverse event to patient or user. The infant radiotransparent multifunction electrode pads were returned for failure analysis. The infant radiotransparent multifunction electrode pads were received with significant ununiform gel surface and signs of air/bubbles between the gel and the clear plastic liner. The reported problem was verified in the lab. The sternum pad presented significant ununiform gel surface and the apex pad showed signs of air/bubbles between the gel and the clear plastic liner resulting in pads failing tests. The reported issue was confirmed. The infant radiotransparent multifunction electrode pads were scrapped.

Event description:
It was reported to philips that, when the customer tried to use the x-ray transmission type pediatric defibrillation pad m3719a, the gel peeled off from the pad side and remained on the mount. The next m3719a prepared in succession was in the same state. The first pad is being addressed in (B)(4). At this time, we are considering that the pad may have been used to provide therapy to a patient. There may have been a delay in life saving therapy, therefore, so that report is being considered a serious injury. The second pad is addressed here in (B)(4). Additional details have been requested.